Manufacturer narrative:
The subject device was discarded by user facility and could not be returned. The exact cause of the user's report could not be conclusively determined. Since the lot number of the subject device was unknown, the manufacturing records were reviewed retrospectively for one year from the delivery date, without any abnormality possibly related to the referenced phenomenon. Based upon the physician's narrative, it is surmised that distal end of a disposable distal attachment damaged the intestinal wall, due to the possibly forcible maneuvers of the endoscope, when the doctor attempted to make the scope pass through the bent portion of the anastomotic site. The following warnings are included in the package insert of the subject device; - when the instrument is mounted on the endoscope, do not angulate the endoscope abruptly. This could cause patient injury, such as mucous membrane damage. - do not press the instrument against body cavity tissue with excessive force. This could cause patient injury, such as mucous membrane damage. The subject device was discarded by user.

Event description:
In (B)(6) 2015, the doctor noticed an injury of jejunum while an endoscope was inserted in the reinspection for the patient, and aborted the procedure in abundance of caution. The inspection was the same as the one implemented in (B)(6) 2015, and at the time, the patient's small intestine was injured. The doctor performed conservative treatment for the injured parts and an enbd tube was placed and the procedure was done. After the procedure, the patient was hospitalized, and discharged a few days later. The injured parts are in a jejunum in front of the anastomotic site of biliary duct jejunum. The patient's current condition was recovered.